Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found a leak at the needle assembly caused by the needle bellows overflowing. The overflow was caused by pinch valve (pv21) not actuating. The fse replaced solenoid (lv29) and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The instrument was in shutdown when the leak was noticed. The volume of the leak was about 2 oz. And it was not contained within the instrument. The customer was wearing personal protective equipment of lab coat, gloves, and goggles when the instrument was cleaned. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.